Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, poor air and water supply. The issue was found during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found that the nozzle was clogged and there was a foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: 1) due to clogging of nozzle, water removal ability does not meet the standard value, 2) nozzle has foreign objects, 3) irrigation error, 4) bending section over or distal sheath scratch, 5) bending section over or distal sheath had a chip, 6) bending section over or distal sheath had white-clouded area, 7) adhesives around objective lens has white-clouded area, 8) adhesive around objective lens is peeled, 9) plastic distal end cover had a burn, 10) adhesives around light guide lens has white-clouded area, 11) adhesive around objective lens is peeled, 12) adhesives around objective lens has white-clouded area, 13) switch4 has a scratch, 14) switch1 has a wear, 15) protector of universal cord on suction connector side has a scratch, 16) protector of universal cord on control section side has a scratch, 17) universal cord has a wrinkle, 18) universal cord has a scratch, 19) switch4 has a wear, 20) paint on suction cylinder is peeled, and 21) control unit is shaved. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.